Event description:
It was reported that the patient presented for follow-up. Review of stored egms showed oversensing due to noise. At a subsequent follow-up stored egms for episodes of non-sustained oversensing were seen. Low r-wave amplitudes were noted. The patient will be monitored with merlin.net. The patient was in good condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.